Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the patient's mother that the patient had their generator explanted due to an infection. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. Device history records were reviewed for the suspect generator. The generator passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.